Event description:
The customer reported a filament regulator failure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and the filament driver pcb. System operates as intended. (B) (4).